Event description:
It was reported that the patient was getting one urinary infection after another since being re-implanted in february. She was recently checked and did not have one. The patient reported a loss off therapeutic effect. She had no urinary relief and was in "extreme pain" when walking and had a lot of "burning" when urinating. She said it is there "24/7." The patient turned her stimulation off last week and she still felt pain in the pelvic area. The patient was concerned since she had cancer three times in the abdomen area, had a complete hysterectomy, and did not think it should hurt in that area. She felt when stimulation was on and had tried program 3 and 2, but was not helping. The patient wanted the implant out so she can have an MRI. She had an appointment with her urologist today. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v068869, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer.